Event description:
Boston scientific received information that during a procedure to explant a pacemaker for normal battery depletion, this lead was stuck in the header of the device. In an attempt to pull the lead out of the header, the lead began to unravel. The lead was surgically abandoned at the time, and 6 years later was explanted during an unrelated procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis was performed on the three segements of the returned lead. It was confirmed that the terminal end of the lead displayed separation in the terminal assembly region. No other testing was performed. Laboratory analysis was able to confirm the damage to the lead due to the field allegation.